Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when the catheter was primed prior to the placement procedure, it was noticed that the catheter was damaged in a pinhole shape. There was no reported patient involvement. It was reported this occurred with two devices. This report addresses the second device.